Event description:
Customer's mother reported that the insulin pump had numbers scrolling on the display. Customer reported removing the battery, then replacing it and receiving a blank display followed by a battery test failed message. Customer inserted a new battery and received a battery out limit. Caller also reported that the insulin pump's keypad was unresponsive. Blood glucose level was 72 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No battery out limit alarm or failed battery alarm was noted on the device. All operating currents are within specification. Off no power alarm function properly and passed the self test. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.